Event description:
Patient was having a right ureteroscopy with attempted stone basketing. The basket malfunctioned and the device was unable to be opened. The basket was cut in an attempt to release the stone. This attempt was unsuccessful and the basket was left in the bladder. The retained basket required proximal urinary drainage which was correctable with secondary surgery within 48 hours of drainage. There was successful removal of the original stone and basket on several days later. No complications or long term sequelae to the pt. Device usage problem; device failed (e.g. Broke, couldn't get it to work or stopped working).